Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate low control results. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (09/17/2014). The patient¿s control solution and test strips have been returned on 8/14/2014 and evaluated by lifescan product analysis on 9/4/2014 and 9/12/2014, respectively, with the following findings:the control solution passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.